Manufacturer narrative:
It was reported that the suction of the ventilator was cancelled during ventilation. No patient harm. The ventilator was investigated the reported problem could not be reproduced. No malfunction was found and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The reported issue has been confirmed during evaluation of the received problem description and log files. The root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the suction of the ventilator was cancelled during ventilation. There was no patient harm reported. Manufacturer's ref. #: (B)(4).